Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿thermal issue¿. The unit was triaged and the reported issue was confirmed. The potential root causes are the use of an unauthorized power adapter by the user. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit has no power. Upon triage at the service center, the technician reported a burned component on pcba.